Event description:
It was reported during use of bd vacutainer® cpt¿ cell preparation tube with sodium heparin, an unspecified number of tubes exhibit poor barrier separation and rbc layer is migrating up to peripheral blood mononuclear cell (pbmc) layer. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which showed poor barrier separation. A total of 60 retained samples were visually inspected, and no issues were identified. Complaints for sample quality were not under statistical control for the month of march 2025, additional testing may be required: the product has an expiry date of 31 mar 2025. Additional testing could not be performed as the tubes were expired at the time of investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® cpt¿ cell preparation tube with sodium heparin, an unspecified number of tubes exhibit poor barrier separation and rbc layer is migrating up to peripheral blood mononuclear cell (pbmc) layer. There was no health impact or consequences reported.